Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 146354: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The cause of the loosening is unknown. No trauma reported. The surgeon revised the stem, the head and the liner. The surgery was completed successfully. X-rays and explants are not available.